Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the right channel of the battery was not working properly. Impedance testing showed open circuits after the patient had recently fallen and injured her wrist. The extensions were taken out, cleaned, and placed back in. This did not resolve the issue, so the leads were cleaned and reconnected to the extensions, but the issue was still not resolved. A new extension was opened and tested, but the impedance was still high. Finally, the left lead, which had a good connection, was placed in the right channel. The left circuit became bad, so the battery was replaced. The new battery had no impedance issues and the issue was resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
Product analysis #(B)(4): the ins is functionally okay. Analysis testing showed that the ins measured impedances correctly. The ins and extension were returned with the extension in the # 8 - # 15 connector port, but the ins was programmed to # 0 - # 7 connector port. There would be no output on the extension since it is connected to the # 8 - # 11 connector port of the ins. The normal configuration requires the ins to be programmed with electrodes # 0 - # 3 for one lead and electrodes # 8 - # 11 for the other lead.

Event description:
Additional information received from the healthcare provider (hcp) on (B)(6) 2016 reiterated that the ins was defective and replaced with a new one, resolving the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.